Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-04280, 1627487-2022-04281, 1627487-2022-04392, 1627487-2022-04393, 1627487-2022-04394, 1627487-2022-04395, 3006705815-2022-16070, 1627487-2022-04396, 1627487-2022-04397, 1627487-2022-04398, 1627487-2022-04399. It was reported an infection was present at the lead and ipg insertion site. Patient was prescribed oral antibiotics. The patient's cervical scs and dbs system were later explanted due to infection.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.